Manufacturer narrative:
The reported event of the ¿component / device stuck¿ s-36 could be confirmed for the cannulated screw but not for the k-wire. The identified event for the k-wire is s-21 ¿device stripped / twisted¿. Based on the investigation, the root cause was attributed to a user related issue. The visual inspection revealed that the k-wire was stuck inside the cannulated screw and both parts were slightly bended. While there were no extreme marks of usage on the outer surface of the k-wire, it was evident that the part inside the screw was twisted. At the same exact spot, where the k-wire was twisted, the outer surface of the screw had evident marks of deformation, which means that strong force has been applied. The k-wire stuck within the cannulated screw, more likely because of debris in the inner part of the screw. The debris did not allow the screw to go further down to the bone (the threaded part of the screw appears intact which implies that it did not went into the bone at all). While force has been applied with the cannulated screwdriver to insert the screw into the bone, because of the debris, the screw was stuck and only the wire was turning around, with the evident result of being twisted inside the cannulated screw. The operative technique reported: ¿contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant.¿ a review of the device history for the reported lot# of the screw did not indicate any abnormalities therefore, no corrective actions are required at this time. A review of the device history for the k-wire was not possible, because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
The clinic reported that the screw was not implanted because the wire twisted in the canulated screw. Associated procedure is a shoulder joint stop.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The clinic reported that the screw was not implanted because the wire twisted in the canulated screw. Associated procedure is a shoulder joint stop.